Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient told her that she woke up on friday and her toe felt like it was on fire. She stated she had the unit on for 3 or 4 hours. When she took the unit off the burning stopped. Last night she had the unit on for about 8 hours and she felt the burning again. The rep advised the patient to take a break from treating and only wear the unit for 1 hour per day. The customer service representative called the patient for details but had to leave a voicemail for a return call. No product was shipped. Later, the patient called in response to a follow-up letter sent regarding the bone stimulator. Per product surveillance specialist, the patient only experienced the burning sensation when she was sleeping, when asked to rate the pain level she said was near 1000 and as soon as she removed the coil the pain stopped right away. The patient spoke with her doctor who did not prescribe anything and told her to treat during the day for 4 hours per day. Patient described the pain as putting a lit match on her skin. No further consequences are reported. The bhs controller and sflx-xl coilette were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient told her that she woke up on friday and her toe felt like it was on fire. She stated she had the unit on for 3 or 4 hours. When she took the unit off the burning stopped. Last night she had the unit on for about 8 hours and she felt the burning again. The rep advised the patient to take a break from treating and only wear the unit for 1 hour per day. The customer service representative called the patient for details but had to leave a voicemail for a return call. No product was shipped. Later, the patient called in response to a follow-up letter sent regarding the bone stimulator. Per product surveillance specialist, the patient only experienced the burning sensation when she was sleeping, when asked to rate the pain level she said was near 1000 and as soon as she removed the coil the pain stopped right away. The patient spoke with her doctor who did not prescribe anything and told her to treat during the day for 4 hours per day. Patient described the pain as putting a lit match on her skin. No further consequences are reported. The bhs controller and sflx-xl coilette were not returned for further evaluation.